Manufacturer narrative:
(B)(4). Date sent: 11/7/2023. D4: batch #391c16. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tvr55 reload was received with no apparent damaged and with the proximal 3 drivers up without staples and the remaining drivers down with staples present. The returned reload had the swing tab in the unlocked position. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. As it is possible that the firing knob was not returned to its home position while loading the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 391c16, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/25/2023 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Could you please clarify provide more details for "misfired"? ¿ the reload has fired half the way and rest didn¿t get fired 2. Did the device staple? -yes 3. If the device stapled, was the staple line complete? - no 4. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? -irregular 5. Did the device cut? -yes 6. If the device cut, was the cut line complete? -no 7. Were the cut line and staple lines equal? -yes 8. Was the device fired across a staple line?-no 9. Did the reload lock out and would not work? ¿ didn¿t work 10. Did the reload begin to staple and cut, but then jammed? ¿ jammed half way 11. Did the device staple, but there was no cut line? -no 12. How was the procedure completed? -yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the tvr reload misfired while using it. There was no delayed to the surgery and the procedure was successfully completed. There were no patient consequences.